Manufacturer narrative:
Address information: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip damaged. The following information was provided by the initial reporter, translated from spanish to english: when performing venipuncture, a catheter with an open tip is observed, it is not possible to advance the catheter.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip damaged. The following information was provided by the initial reporter, translated from spanish to english: when performing venipuncture, a catheter with an open tip is observed, it is not possible to advance the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-apr-2023. H6: investigation summary bd received a 24 gauge insyte autoguard device from lot 2129662 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed media present inside of the catheter. The needle was already retracted inside of the barrel. Next, the device was inspected microscopically and two v-shaped cuts were observed near the tip of the catheter. The damage observed appeared to have been caused by the needle piercing through the catheter tubing. This type of damage can make it difficult for the catheter to advance in the vein as the surface was no longer smooth hence the resistance to infuse. Inspection of the catheter tip was performed and no damage was found at the tip of the unit. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify that the needle had pierced through the catheter tubing causing the reported issue. Unfortunately, the engineer was unable to determine an exact cause for the observed damage.